Event description:
Additional information received reported that the patient was discharged from the hospital.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that there were no actions taken so far to resolve the frontal brain syndrome. It was noted that the cause of the frontal brain syndrome could not be determined and not confirmed to be related to the intervention.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a ped3 pipeline vantage failed to open in the proximal section and migrated. The incident occurred during a planned treatment with ped3. The physician used an envoy 6f, sofia 5f, phenom 27 and ped3-027-400-16. Initial release without problems starting in the middle cerebral artery (mca) via carotid t. The intention here was to treat 2 aneurysms connected in series. On proximal release, everything seemed fine. It was not until the control image that it was seen that the proximal end was not fully opened. Unfortunately, manipulation via microcatheter (mc) and distal access catheter (dac) was not successful, possibly even counterproductive. Access from antegrade was now no longer possible. A retrograde approach was now made via the contralateral side using a wire. Then probing again with wire from antegrade. Here it seemed that the flow diverter was now open. However, when the passage was attempted using mc, it became clear that this was not the case. Probably due to manipulation at the proximal end, the complete device was dislocated proximally (internal carotid artery (ica) extradural). Several attempts to salvage the device with micro snare and stent retriever failed. In the end, a carotid stent (wall stent) was placed in the area of the dislocated pipeline with good results. The patient is doing well. A repeat aneurysm treatment is planned in about 3 months. The pipeline was not positioned in a bend. More than 50% had been deployed when it failed to open. The pipeline was been resheathed less than or equal to 2 times. The pipeline was not removed from the patient. Full wall apposition was not acheived. The pipeline was not implanted at the intended location. A carotid wallsent was used to fix the migrated pipeline. The deivces were prepared as according to the instructiosn for use (IFU).  The patient was being treated for an unruptured, amorphous aneurysm in the left ica. The distal landing zone was 3mm and the proximal landing zone was 3.7mm. Vessel tortuosity was moderate. On 03-aug-2023 the patient showed mild aphasia and hemiparesis, the MRI did not show any abnormalities, at most slight cortical diffusion disturbances. On follow up on 10-aug-2023 patient is doing better. Right hand is still weaker, but he can write again. Still has pronounced word-finding problems, but is now speaking again. Even though no one has officially diagnosed it yet: the patient has a frontal brain syndrome... The acute mutistic component is largely gone, but he is inadequately cheerful for what happened and his condition - well, better than "post stroke depression".

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.